Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n(B)(6) was performed from the date of manufacture, 06jan2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The technical support specialist found communication error. The technical support specialist restarted medbank to resolve. The system functioned as intended after the technical support specialist troubleshot the device. E1: facility name: (B)(6).

Event description:
The customer reported that when using the bd pyxis¿ medbank tower, drawers were not operational. They confirmed that the malfunction occurred when attempting to dispense medication to a patient. However, there were no adverse events or injuries reported based on this event.